Manufacturer narrative:
Investigation conclusion: retention products were tested with quality control cut-off standard (10miu/ml hcg urine). All devices showed positive results at read time; quality control release specifications were met. No false negatives results were observed. Manufacturing batch record review did not uncover any abnormalities. The reported complaint could not be replicated with retention product. Product performed as expected. This issue will continue to be monitored through incoming complaints. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, the patient was admitted to the facility for an open wound on her right middle finger. The patient was diagnosed with necrotic dorsum of right hand with peripheral artery disease (pad) and was scheduled for debridement and revascularization of necrotic infected wound right middle finger. However, the customer was unable to provide the date of the scheduled surgery. Per the facility's procedure, the patient was screened for pregnancy before the surgery. A total of five specimens were tested between (B)(6) 2018 and (B)(6) 2018. Below is a timeline of hcg testing on the patient: (B)(6). Facility policy requires pregnancy testing to be conducted 24 hours prior to surgery and repeated on the day of surgery. Per the customer, confusion from the pregnancy test results could have delayed the surgery. There were no changes or discontinuation of medications during patient's hospital stay and upon discharge due to the cardinal health rapid test hcg combo device results. The customer stated a potential obstetrician consult "monitored the bhcg quantitative levels which was decreasing and thought it to be false positive." Troubleshooting was performed with the customer. The customer was determined to be not reading results at designated read time. The customer was advised the intensity of the red color in the test line region (t) will vary depending on the concentration of hcg present in the specimen. However, neither the quantitative value nor the rate of increase in hcg can be determined by this qualitative test.